Manufacturer narrative:
Customer complaint of the tooth broken off was confirmed. The evaluation of returned used blade, item sh127-105-25 found blade has broken tooth. Excessive force used and damaged blade tooth. The damaged condition of the returned blade is indicative of heavy use and/or the application of excessive force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the sh127-105-25 device was being used during a total knee arthroplasty procedure on (B)(6) 2021 when it was reported that "tooth broken off/removed/ no injury". After further assessment, it was found that the tooth was retrieved with a grasper. There was no delay to the procedure and the procedure was completed. There was no report of impact or injury to the male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.